Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Concomitant medical products: mentor smooth round moderate plus profile 350cc saline breast implant, cat/sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast implants which the report indicates that left breast bleed, and the health care professional not sure if is seroma. This incident occurred after implantation.the issue has not been confirmed by the physician as a result patient had the deice removed on (B)(6) 2020.